Event description:
The coulter lh 780 analyzer generated erroneous hemoglobin (hgb) and platelet (plt) results on two patient specimens. Patient 1: the initial results for hgb and plt were low. The following subsequent reruns generated higher results and were considered correct. Patient 2: the sample from this patient was tested a total of four times on the lh780 instrument, and it was tested on a different instrument. This specimen recovered low plt and high hgb results on the second rerun of the specimen. No erroneous results were reported out of the lab. No death or serious injury, no change to patient treatment is associated with this event.

Manufacturer narrative:
The instrument is currently within qc specifications with respect to accuracy and precision. The first specimen had a giant plt flag that was confirmed by slide review and the second specimen had a plt r flag with a parameter recovery pattern typical of sampling a poorly mixed sample. Per labeling, giant plt are a known interfering substance. A field service engineer (fse) was dispatched: the fse ran multiple reproducibility tests with no outliers. The fse verified the instrument and found the diff waste chamber draining poorly, and fixed it by replacing the choke that provides pressure to that chamber. Per fse, this should not have affected the hgb and plt results. Although pre-analytical sample handling and giant plt may have contributed to this event, a clear root cause has not been determined. A malfunction will be assumed for the purpose of this event.